Event description:
It was learned that the implant duration of this device is approximately 9 years. Note that this is device is intended for mitral implantation, but was used off-label in the tricuspid position.

Event description:
It was reported that a 6900p that was in the tricuspid position was explanted due to tricuspid stenosis and insufficiency. The operative report also noted "a calcified wide open valve was found and it was removed."

Manufacturer narrative:
Method = x-ray evaluation summary: as received, leaflet 1 was mostly cut off. Approximately 5mm of tissue remained along the attachment. The valve exhibited moderate to heavy calcification in the cusp area of leaflet 2 and moderate at leaflet 3. At the free margins calcification was heavy at leaflet 2 and 3 commissure 3. Calcification restricted mobility in the leaflets and led to stenosis. Minimal to moderate host tissue overgrowth encroached onto the tissue outflow and into the orifice at the greatest point by approximately 5mm. Host tissue overgrowth fused the free margins of leaflets 2 and 3 at commissure 3 by 3mm. Host tissue was minimal at the stent outflow. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The device evaluation confirms calcification as the primary mode of the reported stenosis leading to this explant, in addition to moderate host tissue overgrowth (pannus). Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No additional patient medical records were provided. The available information suggests nothing to indicate a quality deficiency of the edwards device that may have caused or contributed to this event.

Manufacturer narrative:
Method = device return anticipated, not yet received. Although the operative report has been received no additional patient history has been provided. In addition the serial number is currently unknown, consequently the device history review has not yet been performed. Upon receipt of the device and completion of the evaluation, the device will be dismantled for the serial number. The DHR will be reported at that time and a follow up report will be submitted.